Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon into the pt and inflated the occlusion balloon to occlude the vessel. The physician was about to start intervention and noticed that the occlusion balloon had deflated unexpectedly. The physician inflated the occlusion balloon again and it deflated itself again. The device was discarded and will not be returned for eval. The pt is reported to be fine.